Event description:
It was reported that the catheters were nicked causing leakage of urine. Per additional information via email from ibc on 20nov2020, nick referred to nodded or folded.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be due to mechanical error, operator error, user related (eg: rough handling of device). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. 1) use luer tip syringe to inflate with stated ml of sterile water. 2) for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter were knicked causing leakage of urine.